Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿dark image¿ could not be confirmed. The evaluation found the subject device displayed no image when connected to the test video processor due to a faulty cable. Testing patterns, such as color bars were displayed instead of the dark image the customer reported. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported to olympus there was a dark image displayed on the 4k autoclavable camera head. The evaluation of the returned device found a faulty cable. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26-sept-2021.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the no image failure found during evaluation was caused by a faulty cable. However, the cause of the cable failure could not be determined. The instructions for use cautions the user on the handling of the device to prevent this type of failure: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.